Manufacturer narrative:
G4: 02jun2020. B4: 02jun2020. A touchscreen was sent to the customer and replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6)2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
It was reported that the ventilator's touchscreen was defective on arrival. When calibrating the display, the error message "wrong touch detected" appears. There was no patient involvement.